Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values with a horizontal trend arrow when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, the customer obtained a scan of 91 mg/dl and started to feel hot and dizzy and subsequently lost consciousness. Emergency services were called and a blood glucose of 33 mg/dl was obtained on the hcp meter. The customer was treated with oral glucose by the paramedics. Upon arrival to the hospital, a blood glucose of 107 mg/dl was obtained on the hospital meter. There was no report of death or permanent injury associated with this event.